Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient reported she had bilateral tka done on (B)(6) 2018 right and (B)(6) 2018 left. Patient stated to experience pain on her right knee right after surgery. Patient stated is hard for her to walk and needs something to hold on to. She is also experiencing clicking. Patient would like to know if her implants are part of a recall.

Event description:
The patient reported she had bilateral tka done on (B)(6) 2018 right and (B)(6) 2018 left. Patient stated to experience pain on her right knee right after surgery. Patient stated is hard for her to walk and needs something to hold on to. She is also experiencing clicking. Patient would like to know if her implants are part of a recall. Updated on (B)(6) 2021 based on medical review: "[...] Until (B)(6) 2020 [...] On exam, her right rom was 0-100°, with 1mm positive to varus stress and stable to valgus stress [...]"

Manufacturer narrative:
Reported event: an event regarding instability and rom involving a triathlon insert was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: adverse event identified: patient complaint of pain and clicking and some apparent instability. Patient query as to potential of an implant recall. Hazards: none clearly related to implant. Conclusion of assessment: the patient appeared unhappy with her outcome and had ongoing pain, clicking and some instability requiring her to hang on to something. She wondered if her implants had been recalled. Based on the lot numbers no recall was found associated with her implants. The complaints appeared unrelated to the implants themselves. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: patient reported pain and audible noise (clicking sound) on her right knee and hard to walk. Her medical records indicated that on 01-oct-2020, her right rom was 0-100°, with 1mm positive to varus stress and stable to valgus stress. Clinician review revealed none clearly related to implant. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. It was reported that the customer was inquiring if the reported device is subject to a recall. Based on the review, none of these reported products have been involved in a recall.